Event description:
The patient called to report that she programmed a few boluses earlier in the day, but they were not recorded in the bolus history. Had the patient program a 0.2 unit bolus while disconnected, and it did record properly. The patient also stated that she went to the hospital due to high blood glucose levels. The patient stated that the infusion set tubing was kinked, and that is what caused the high blood glucose. Advised the patient that the insulin pump would be replaced due to the history anomaly that she has reported. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the prime anomaly. The unit passed the displacement test. The unit had a loud motor noise during the rewind due to a faulty motor. No bolus delivery or history anomaly noted. The device had cracks on the display window and reservoir tube. The unit also had a broken reservoir tube lip, missing end cap sticker and scratched display window.